Event description:
It was observed during device inspection ultrasound image was found defective . Peeling of acoustic lens (pink probe) was noted. There was no patient involvement in this reported event.

Manufacturer narrative:
The device was evaluated and as stated in section b5 , inspection found ultrasound image was found defective . Peeling of acoustic lens (pink probe) and chipped pink probe was observed. Based on investigation, image was defective due to damage in acoustic lens (pink probe ). The root cause of the damage in pink probe cannot be conclusively identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to inform correction on section e1 (email) of the initial report submitted. Correction: (B)(6) is not correct and was inadvertently added. The section e1 (email) correct email is (B)(6).